Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the last set of images were lost during a facility power surge. There is no report of death or serious injury associated with the complaint.